Event description:
During vertebral augmentation, the access cannula broke from the handle while pulling out of the vertebral body. Unsuccessful attempt to grab and pull the needle out with sterile pliers. Pt required surgical intervention for needle removal. FDA safety report ID# (B)(4).